Manufacturer narrative:
This product was installed in (B)(6) 2019, and since the product's service life is 3 years, it has already exceeded 2.5 years. After investigating the product where the incident occurred, we determined that the filling material had fallen off due to aging of the product.

Event description:
On june 16, 2025, fujifilm corporation received a customer complaint. During laparoscopic surgery at a medical facility in japan, part of the filler material from the l44la probe detached and entered the patient's body. The physician noticed the detached filler material at the scene and removed it. There were no adverse health effects from the filler, but the procedure took longer than expected because some of the filler had to be removed.